Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the waste pump was not working. The fse replaced the waste pump and the instrument performed without any leaks. The fse also replaced the waste filters and the diluent filters as incidental service. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported 30 cubic centimeters of diluent leaked from the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.